Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was confirmed the broken of the gamma nail. Replaced to t2gtn.

Event description:
It was confirmed the broken of the gamma nail. Replaced to t2gtn.

Manufacturer narrative:
The reported event that long nail kit r1.5, ti, left gamma3® ø10x260mm x 125° was alleged of issue (implant breakage - nail) could be confirmed, since the returned device matches with the alleged failure mode. The device inspection revealed the following: the nail broke in a fatigue mode, a drill cut was found in the reaching to the breaking area. No indications of material, manufacturing or design related problems were found during the investigation. From technical point of view the nail broke in fatigue manner after an implantation period of 2 months. The breakage surfaces clearly identify a fatigue fracture confirmed by lines of rest and missing plastic deformation. From medical point of view the nail broke due to overload caused by unexpected impaired bone healing hcp review: we see the case of a left complex fractured pertrochanteric fracture with a very large displaced minor-fragment and a reversed oblique type of fracture line reaching into the subtrochanteric region. The reposition of the fracture was only moderately achieved by the surgical procedure. It is not too much of a surprise that it came to a non-union and failure, resp. Breakage of the nail. The revision was done with a recon-nail in antegrade mode. No additional technique, like a cerclage was performed. It can not be excluded that this procedure will also fail! A review of the labeling did not indicate any abnormalities. A review of the device and CAPA history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. With available information a product deficiency was not verified. If any further information is provided, the complaint report will be updated.